Manufacturer narrative:
This report is submitted on august 21, 2023.

Event description:
Per the clinic, the patient experienced a tissue breakdown at the abutment site (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number: 6000034-2023-02887. This report is submitted on november 6, 2023.